Manufacturer narrative:
Device was received with all buttons responding properly and passed the self test and the displacement test. No stuck button alarm, damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident. The customer declined troubleshooting for low blood glucose. The customer was did not treat low blood glucose, just discontinued the insulin pump. The insulin pump had stuck button alarm. Customer stated that they did not press a button down for 3 minutes or longer. Insulin pump had a unspecified pump error after restart. The device will be returned for analysis.